Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had high blood glucose. Customer's blood glucose was 401 mg/dl. During troubleshooting, found air bubbles in reservoir. After troubleshooting, customer was advised a tubing clamp will be sent to perform the high pressure test. Customer will not be returning the reservoir for analysis.